Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with an unknown blood glucose at the time of the incident. The customer was given sugar to treat. The customer reported symptom such as loss of consciousness. The auto mode feature on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer also mentioned another hospitalization due to hypoglycemia but did not provide any further details. Troubleshooting was not completed. The insulin pump will not be returned for analysis.